Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of fairfield oversensing causing inappropriate atrial mode switching. Boston scientific technical services (ts) recommended extending atrial blanking after ventricular pacing to minimize. The recommended programming was performed and the patient will be monitored. No adverse patient effects were reported. The device remains in service.